Event description:
User facility reported the screen on the stellaris went black and shutdown by itself during case. No error messages. No patient injury.

Manufacturer narrative:
The user facility reported system shut down in error. Original report of system shut down was not duplicated; however the problem was with the ultrasound module giving an error message usm01 where the module was not being recognized. There was no patient contact during this event. The system was checked and the module replaced. An operational check out was conducted and the unit checked out according to manufacture specifications.